Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath was used in a atrial fibrillation ablation procedure. During an atrial fibrillation procedure, a pericardial effusion occurred which required surgery to stabilize the patient. While removing the non-abbott device (faradrive sheath by boston scientific), hypotension was noted. An echocardiogram was done which revealed a pericardial effusion. A pericardiocentesis was performed and over 500ml was drained. The patient underwent surgery, and a perforation was located at the base of the left atrial appendage and repaired. It was determined that the non-abbott device (faradrive sheath by boston scientific) had been advanced too far and caused the perforation. The physician confirmed that the effusion was not caused by an abbott product. There were no performance issues with any abbott device. The patient is recovering well.

Event description:
It was reported that a faradrive steerable sheath was used in a atrial fibrillation ablation procedure. During an atrial fibrillation procedure, a pericardial effusion occurred which required surgery to stabilize the patient. While removing the faradrive sheath, hypotension was noted. An echocardiogram was done which revealed a pericardial effusion. A pericardiocentesis was performed and over 500ml was drained. The patient underwent surgery, and a perforation was located at the base of the left atrial appendage and repaired. It was determined that the faradrive had been advanced too far and caused the perforation. The physician confirmed that the effusion was not caused by an abbott product. There were no performance issues with any abbott device. The patient is recovering well.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected. Detailed product information was not provided to bsc. No further information expected. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed. Investigation summary: based on the available information, although the product was not available to be returned, we have determined that pericardial effusion, hypotension, and atrial perforation are known inherent risks of use of this device. Device history record review: a ship history was unable to be performed due to limited reported information. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the events of cardiac perforation and pericardial effusion are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, hypotension, and atrial perforation are known inherent risk of the faradrive device. Atrial perforation is considered within the risk threshold of cardiac trauma. Pericardial effusion, hypotension, and cardiac trauma are expected procedural complications addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.